Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the membrane switch assembly. A high impedance short (approximately 4 -6 meg ohms) was measured between lands 5 - the shock switch, and lands 6 - the on/off switch, which caused the device to spontaneously power itself on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported to physio-control that their device will power itself on without anyone touching it or moving it. This could lead to early battery depletion and the device may not be able to power on. There was no patient use associated with the reported event.